Manufacturer narrative:
The hp was received for testing on this investigation. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the hp was measured and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet specifications. Disassembling the handpiece revealed moisture ingress within the electrode chamber. The root cause of the reported ¿did not sculpt¿ correctly can be attributed to moisture ingress causing the high electrode to short to ground. However, how or when moisture entered the handpiece remains inconclusive. The root cause of the reported event of overheating is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery an ophthalmic handpiece heated and did not sculpt the nucleus. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).